Event description:
It was reported that the patient sustained unspecified injuries following the use of (B)(4) in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6), 2003 the patient underwent an anterior l4-l5 vertebral resection, an anterior l4-5 and l5-s1 interbody fusion and anterior lt cages, and the posterior l4 to s1 fusion with posterior l4 to s1 internal fixation. It was reported that the patient developed chronic pain syndrome, back pain, leg pain, anxiety, and narcotic dependence.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an anterior l4-5 and vertebral resection, the anterior l4-5 and l5-s1 interbody fusion and anterior lt cages, and the posterior l4 to s1 fusion with posterior l4 to s1 internal fixation. Patient later returned home, but his pain and difficulties did not subside. Patient developed chronic pain syndrome, back pain, leg pain, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
Additional information: pt identifier. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003, the patient presented with pre-procedure diagnosis of degenerative disk disease l4-5 <(>&<)> l5-s1. The patient underwent following procedures: anterior vertebral resection l4-5 <(>&<)> l5-s1. Anterior interbody fusion l4-5 <(>&<)> l5-s1. Use of four cages with bmp. Per op-notes, "... Two cages were placed at each level . The area was inspected for bleeding ... Bone morphogenic protein type 2 was then placed in collagen soaked sponges into the intervertebral devices.. The surgeon closed this up uneventfully."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.